Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review cannot be done because the valve serial number is not available. The device will not be returned for evaluation because it was discarded during the valve explant. No patient medical history has been provided despite requests for additional information regarding this event. Without serial number, patient medical history or device return, we are unable to confirm the clinical assessment. If additional information becomes available, a supplemental report will be filed. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an unknown sized aortic pericardial valve was explanted after an implant duration of approximately ten (10) years due to a tear in a leaflet. As reported, the other two leaflets looked like new with no signs of calcification. The valve was replaced with another edwards valve of the same model. The patient status was reported as discharged. The explanted valve was disposed at time of explant and no further information has been made available.